Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "a lot of liquid".

Event description:
Patient reported pain, inflammation, and an ultrasound showed "a lot of liquid." Affected side is right. The device has been explanted.